Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had been having high blood glucose. Customer's blood glucose was 465 mg/dl. Customer mentioned the tube was occluded. During troubleshooting, device passed the high pressure test. After troubleshooting, customer was advised to change the entire set and monitor the device. Customer will not be returning the device for analysis.